Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
Upon receipt of the device, the service technician reported that both a and b high pressure transducers were not functioning as expected and could not read gas pressure. Since the event occurred out of box, there was no pt involvement during this event.